Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect. The device no longer masked the pain. It was reported that when the device was on it caused sciatic nerve pain. A surgical intervention took place and the ins, lead and extension were explanted. Multiple reprogramming had taken place with no response. The symptom associated with this event was chronic leg pain. The pt did not require hospitalization. There was no injury reported. Additional info has been requested, but was not available as of the date of this report.